Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.4. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 with hypoglycemia while wearing the pod between 4 and 24 hours. The patient reported administering too much insulin. The patients¿ blood glucose levels were not reported. Symptoms included low blood glucose, syncope, and loss of consciousness. The patient was given an ¿whole peanut butter¿ and was treated with oral syrup to help elevate blood glucose levels. Also, the patient received intravenous (IV) fluids, underwent an EKG, finger sticks glucose checks and oxygen levels monitored. The patient was diagnosed with hypoglycemia and syncope. The patient was discharged later the same day.